Manufacturer narrative:
Siemens has requested data logs and additional information required for assessing the issue and an investigation. There has been no further communication from the customer. The cause of the event is unknown.

Event description:
The customer reported the aqc controls were out of range on the rp 500 and two patient results were reported. The lab had to call back the two patients. Siemens did not receive any values for the aqc or results for the patients. Siemens has requested additional information several times, including the safety information to properly assess this issue. No further information has been received.

Manufacturer narrative:
After additional information was provided by the customer, siemens further evaluated this issue. The following is the corrected investigation conclusion: the lactate parameter correctly did not provide a result for patient samples for the sample run at 10:22 am, because the scheduled aqc l1 had failed, was not in the acceptable range. At 10:54 am the lactate parameter was restored by a user. The subsequent samples then correctly provided results as the parameter had been restored.

Manufacturer narrative:
The customer stated that there was no issue with the patient results. Siemens reviewed the data file and concluded that the instrument configuration settings stored in the .paz file for rp500 sn (B)(4) indicated the aqc required feature was set to off at the time the file was collected (jan 9, 2019). Although aqc is scheduled on the analyzer, if the required feature is not enabled, any failing results will be flagged as such (which it was according to the printout provided), however, the affected sensor (in this case lactate) will not be disabled. If the customer turns aqc required feature to on, this will allow the impacted sensor to be disabled automatically. There is no indication that the system was out of specification. The system is performing as intended.